Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained elevated troponin (accutni) results, above the ami cutoff , for an unspecified number of patients. The results were generated by the access 2 immunoassay system. Repeat testing of the patient samples on a different instrument produced lower results within the normal reference range of the assay. Per the cf, the customer reported that the patients ck results did not match the elevated accutni results. Actual patient results and specific patient information have been requested; however, the information has not been supplied to date. The results were reported out of the lab. It is unknown if there was any effect to the patient or change in patient treatment in connection to this event.

Manufacturer narrative:
The patient samples were collected in lithium heparin plasma sample tubes. The specimens were centrifuged for six (6) minutes at 5,000 rpm. Qc was not performing within the customer's established ranges for any assay after the erroneous results were obtained. A system check data has not been supplied. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse reported that the dispense probes were coagulated. The fse also reported the wash pump timing belt and pulley were "worn." The fse replaced parts and verified instrument operation by performing a passing system check within instrument specifications and passing qc within the customer's established limits. Although some significant hardware repairs were completed, a definitive root cause for this event has not been determined to date.